Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and lms final investigation. Additionally, to provide an update to fields (b3, b5, d9, and h3). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the subject device and the reported event could not be identified. Therefore, the specific root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sample from bronchoalveolar lavage (bal) was collected on same date and was positive for cladosporium spps. No reported symptoms and or treatment for infection. The patient was recovered or discharged. Additionally, per ID, concern the scope was contaminated with the environmental organism at time of culture.

Event description:
It was reported that a bronchovideoscope was used on a patient in a procedure unknown, after which a ¿weird¿ culture was detected in the patient. The customer suspected that it could be the scope that caused culture positive in patient. A similar event occurred 2 times. Follow-up for the event has been conducted no information is available at the time of this report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.